Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage observed to the chikai wire.

Event description:
Medtronic received a report that a chikai wire could not pass through a phenom 21 microcatheter. It was thought that there was kinking/damage to the center of the catheter shaft, though this was not confirmed. The cause of the event was unknown. The catheter was replaced, and the patient did not experience any health damage. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for thrombus collection. The access vessel was the internal carotid, which was 5mm in diameter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.